Event description:
It was reported that "the number 2 button stays depressed at all times."

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #4, #5, #6, #7, #8, #9, and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. When the #1 key is pressed 12 will be displayed. When in alphabetic mode and the abc key is selected, ad will be displayed interfering with the mdl drug search). It was also observed that the keypad sustained damage from an external influence. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. The date of event is unk.